Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that the device failed the pacer test and was displaying a low pacer output message. No patient involvement was reported.